Event description:
It was reported that a homechoice cassette leaked. This was further described as the patient woke up and "found solution on top of device, and on the trolley where device sitting on 2cm depth of solution and on the floor". This occurred during use of the device for automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services discussed the use of continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address is (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address is (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was further described as the patient woke up and "found solution on top of device, and on the trolley where device sitting on 2cm depth of solution and on the floor". This occurred during use of the device for automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services discussed the use of continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.